Manufacturer narrative:
Reference medwatch 2032227-2015-73674 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The infusion set was changed 4 times. The customer was being discharged from the hospital. Customer's blood glucose level was 419 mg/dl. They gave her 15 units of insulin with a syringe to treat her high blood glucose level. They did not provide details of the hospitalization. The device was not returned.